Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the lead had placement difficulty when attempting to implant the lead. According to the boston scientific representative, the physician placed the lead in the bundle of his position, but did not like the placement or the morphology of the pacer complex. The physician, then, removed the lead but saw that that there was tissue biopsy on the lead and could not remove the biopsy. Another lead was implanted into the patient in place of this lead. No adverse patient effects were reported. The lead was returned for analysis. According to the ingevity instructions for use, it is noted that the safety and efficacy of the lead placement in the right ventricle above the midseptum has not been clinically established.

Event description:
It was reported that the lead had placement difficulty when attempting to implant the lead. According to the boston scientific representative, the physician placed the lead in the bundle of his position, but did not like the placement or the morphology of the pacer complex. The physician, then, removed the lead but saw that that there was tissue biopsy on the lead and could not remove the biopsy. Another lead was implanted into the patient in place of this lead. No adverse patient effects were reported. The lead was returned for analysis. According to the ingevity instructions for use, it is noted that the safety and efficacy of the lead placement in the right ventricle above the midseptum has not been clinically established.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.